Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). It should be noted that the patient's anatomy was very tortuous and calcified. During the procedure, while removing the catrx, the proximal end and distal end of the catrx fractured. The patient was transferred to an operating room to perform open surgery to remove the fractured distal segment of the catrx.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.